Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2022 due to diabetic ketoacidosis, vomiting and hyperglycemia. Customer's blood glucose was 400 mg/dl. Customer treated high blood glucose with intravenous insulin drip. The insulin pump system was used within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. Customer did not test positive for ketones. Customer stated that the cannula was bent. The insulin pump will be not returned for the analysis.